Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The performance of the patient is low and it decreased over time. The child was implanted at a very young age and at the beginning the performance was high but after a time it remain at the same level or even decreased. Re-implantation is being considered.

Manufacturer narrative:
Additional information: based on the received information and impedance measurements, damage to the active electrode is suspected i.e. Due to minute device mobility. To determine an exact root cause a device investigation would be necessary. A date for explantation has not been made available so far.

Event description:
The performance of the patient is low and it decreased over time. The child was implanted at a very young age and at the beginning the performance was high but after a time it remained at the same level or even decreased. Re-implantation is to be scheduled after (B)(6) 2016.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The performance of the patient is low and it has decreased over time, at the beginning it was high, but after time it remained at the same level or even decreased. The patient has been re-implanted.